Event description:
Customer reported vent turning off while pt was on. Vent was turned back on and switched with another one. They pulled the vent but didn't report it till this week. Multiple tf: (B)(4).

Manufacturer narrative:
Inluded UDI in report.

Event description:
Customer reported vent turning off while pt was on. Vent was turned back on and switched with another one. They pulled the vent but didn't report it till this week. Multiple tf 485001/446029/446015/385002.